Event description:
It was reported that the patient was admitted on (B)(6) 2021 for fevers and positive blood cultures drawn in the outpatient setting (gram positive cocci). The patient was treated with intravenous antibiotics and upgraded on the transplant list to status 3 for suspected device infection. The patient had bacteremia with unidentified source and the vad was suspected. The patient was stable outpatient on oral antibiotics at the time of heart transplant on (B)(6) 2021. The patient was stable with the vad at the time of transplant and there were no device alarms or other lvad device issues.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , could not conclusively be determined through this evaluation. (B)(6) was returned with the pump cable severed approximately 2¿ from the pump header. A distal portion of pump cable measuring 8.5¿ in length was returned. The outflow graft was returned attached to the pump cover outlet port. The sealed outflow graft bend relief was returned intact and secured to the graft attachment. Visual inspection of the inflow and outflow cannulas revealed no evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces also revealed no evidence of laminated or denatured depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. Review of the retrieved lvad log files did not reveal any abnormal events. Temperature, rotor displacement, and rotor noise values all remained stable throughout the captured data. The log file appeared to capture the pump functioning as intended. (B)(6) was cleaned, reassembled, and functionally tested on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 16dec2019. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU lists local infection and driveline or pump pocket infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Care instructions regarding preventing infection are provided in section 6, ¿patient care and management¿ no further information was provided. The manufacturer is closing the file on this event.